Event description:
During a coronary stent procedure, the balloon burst and became stuck on the stent strut. A vessel perforation occurred, and the pt went to surgery for bypass. The catheter was successfully removed. Pt status is listed as "ok".